Manufacturer narrative:
Findings: unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery, self test and displacement test. All operating currents are within the specification. No unexpected low battery out off no power alarm noted. Pump alarm a21 during after battery change. No cosmetic damage noted.

Event description:
A customer returned their insulin pump for unknown reasons. The blood glucose value was not recorded.